Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal end of the fallopian tube is atightly coil white plastic and silver metallic device') in a 30-year-old female patient who had essure (ess205) (batch no. 620740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2006. The patient's medical history included migraine, lower abdominal pain, intramural leiomyoma of uterus and pelvic pain. Concurrent conditions included acid reflux (oesophageal), herniated disc, uterine bleeding, menorrhagia and genital bleeding. Concomitant products included botulinum toxin type a (botox), dihydroergotamine mesilate (migranal), galcanezumab gnlm (emgality), omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), promethazine, rizatriptan benzoate (maxalt), sumatriptan succinate (imitrex df), topiramate (topamax) and valproate semisodium (depakote). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced urinary tract infection ("uti") and nausea ("nausea"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and bacterial vaginosis ("bacterial vaginosis"). In march 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced migraine ("migraines / headaches,"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("pain lower abdominal area"), autoimmune disorder ("autoimmune diagnosed"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy,bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the embedded device, abdominal pain lower, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, bacterial vaginosis, migraine and nausea outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, migraine, nausea, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, autoimmune disorder, psych injury, urinary problems, bladder infection, uti, vaginal infection. Plaintiff is currently planning for essure removal 2 coils present on the left side and 2 coils present on the right side. Procedures. Performed: tah and bso lysis of adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test- result not reported.; in (B)(6) 2007: that everything was good. Pathology test - on (B)(6) 2021: uterus, cervix, bilateral tubes and ovaries, open abdominal hysterectomy and bilateral salpingo-oophorectomy: ovaries: 1. Negative for features of malignancy. Fallopian tubes: 1. Essure devices presen"t. 2. Negative for dysplasia or carcinoma. Uterine cervix: 1. Mild chronic cervicitis. 2. Negative for dysplasia or carcinoma. Endometrium: 1. Features of ablation . 2. Negative for hyperplasia, atypia or carcinoma. Myometrium: 1. Negative for malignant features. 2. Negative for dysplasia or carcinoma. Endometrium: 1. Features of ablation. 2. Negative for hyperplasia, atypia or carcinoma. Myometrium: 1. 1. Negative for malignant features. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea lot number: 620740 manufacture date: 2006-08 expiration date: 2008-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal end of the fallopian tube is atightly coil white plastic and silver metallic device') in a 30-year-old female patient who had essure (ess205) (batch no. 620740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2006. The patient's medical history included migraine, lower abdominal pain, intramural leiomyoma of uterus and pelvic pain. Concurrent conditions included acid reflux (oesophageal), herniated disc, uterine bleeding, menorrhagia and genital bleeding. Concomitant products included botulinum toxin type a (botox), dihydroergotamine mesilate (migranal), galcanezumab gnlm (emgality), omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), promethazine, rizatriptan benzoate (maxalt), sumatriptan succinate (imitrex df), topiramate (topamax) and valproate semisodium (depakote). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In(B)(6) 2006, the patient experienced urinary tract infection ("uti") and nausea ("nausea"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced migraine ("migraines / headaches,"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("pain lower abdominal area"), autoimmune disorder ("autoimmune diagnosed"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy,bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the embedded device, abdominal pain lower, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, bacterial vaginosis, migraine and nausea outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, migraine, nausea, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, autoimmune disorder, psych injury, urinary problems, bladder infection, uti, vaginal infection. Plaintiff is currently planning for essure removal 2 coils present on the left side and 2 coils present on the right side. Procedures. Performed: tah and bso lysis of adhesion diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test- result not reported.; in (B)(6) 2007: that everything was good. Pathology test - on (B)(6) 2021: uterus, cervix, bilateral tubes and ovaries, open abdominal hysterectomy and bilateral salpingo-oophorectomy: ovaries: 1. Negative for features of malignancy. Fallopian tubes: 1. Essure devices presen"t 2. Negative for dysplasia or carcinoma. Uterine cervix: 1. Mild chronic cervicitis. 2. Negative for dysplasia or carcinoma. Endometrium: 1. Features of ablation . 2. Negative for hyperplasia, atypia or carcinoma. Myometrium: 1. Negative for malignant features. 2. Negative for dysplasia or carcinoma. Endometrium: 1. Features of ablation. 2. Negative for hyperplasia, atypia or carcinoma. Myometrium: 1. 1. Negative for malignant features.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea lot number: 620740. Manufacture date: 2006-08. Expiration date: 2008-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal end of the fallopian tube is atightly coil white plastic and silver metallic device') in a (B)(6) female patient who had essure (ess205) (batch no. 620740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2006. The patient's medical history included migraine, lower abdominal pain, intramural leiomyoma of uterus and pelvic pain. Concurrent conditions included acid reflux (oesophageal), herniated disc, uterine bleeding, menorrhagia and genital bleeding. Concomitant products included botulinum toxin type a (botox), dihydroergotamine mesilate (migranal), galcanezumab gnlm (emgality), omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), promethazine, rizatriptan benzoate (maxalt), sumatriptan succinate (imitrex df), topiramate (topamax) and valproate semisodium (depakote). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced urinary tract infection ("uti") and nausea ("nausea"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced migraine ("migraines / headaches,"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("pain lower abdominal area"), autoimmune disorder ("autoimmune diagnosed"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy,bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the embedded device, abdominal pain lower, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, bacterial vaginosis, migraine and nausea outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, migraine, nausea, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, autoimmune disorder, psych injury, urinary problems, bladder infection, uti, vaginal infection. Plaintiff is currently planning for essure removal 2 coils present on the left side and 2 coils present on the right side. Procedures. Performed: tah and bso lysis of adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test- result not reported.; in (B)(6)2007: that everything was good. Pathology test - on (B)(6) 2021: uterus, cervix, bilateral tubes and ovaries, open abdominal hysterectomy and bilateral salpingo-oophorectomy: ovaries: negative for features of malignancy. Fallopian tubes: essure devices presen"t negative for dysplasia or carcinoma. Uterine cervix: mild chronic cervicitis. Negative for dysplasia or carcinoma. Endometrium: features of ablation . Negative for hyperplasia, atypia or carcinoma. Myometrium: negative for malignant features. Negative for dysplasia or carcinoma. Endometrium: features of ablation. Negative for hyperplasia, atypia or carcinoma. Myometrium: negative for malignant features. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea lot number: 620740 manufacture date: 2006-08 expiration date: 2008-07. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case is upgraded to serious incident. Removal was added. Reporters, concurrent conditions, removal surgery name were added. New event added: embedded device we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.